Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion with a 90 degree bend was located in the very tortuous and heavily calcified left anterior descending (lad) artery. After rotablation was performed with a 1.25 burr, a 2.75 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, the shaft broke at approximately 10-15cm from the hub. The device was completely removed, rotablation was performed again with the 1.25 burr, and the procedure was completed after three other stents were implanted. No patient complications were reported and the patient's status was fine.